Event description:
It was reported by a coroner¿s office that the patient had passed away as they were planning to return the generator. No allegations were made regarding vns, and the coroner was only following our disposal recommendations to have devices returned to livanova. The device was received from the coroner¿s office for analysis. Product analysis was completed on the generator and lead. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. Product analysis was completed on the lead. During the visual analysis what appeared to be pitting and rust-like deposits were observed on the connector pin surface. A definite cause for the pitting could not be determined based on the lead portion returned. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure, including stretched leads. No other obvious anomalies were noted. There is no evidence to suggest an anomaly with the returned portion of the device. The corrosion is reported in MFR report 1644487-2019-00823. Programming history was reviewed for the generator. No anomalies were seen in the data available. Information was received from the coroner¿s office that the patient had passed away from nontraumatic seizure disorder (juvenile myoclonic epilepsy), with the following contributing factors: hypertensive cardiovascular disease, cardiomyopathy, morbid obesity, hepatic cirrhosis, and sleep apnea. The manner of death was given as natural. The patient¿s death is reported in this report, MFR report 1644487-2019-00825. No additional or relevant information has been received to date.

Event description:
It was reported by the neurologist that the patient's death was not related to vns. No additional or relevant information has been received to date.

Event description:
Information was received that the patient had passed away from a seizure that caused a fatal heart attack. The physician did not know if this was related to vns. No additional or relevant information has been received to date.